Event description:
The device appears to have sustained a burn. Additionally, reporter indiated that the device's internal contacts are discolored and melted. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.